Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal incisional hernia. It was reported that after implant, the patient experienced recurrence, dense adhesions, pain, inflammation, fluid drainage and ongoing medical issues. Treatment provided for these conditions included surgical revision, small bowel resection and mesh removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal incisional hernia. It was reported that after implant, the patient experienced bloating, recurrence, dense adhesions, pain, inflammation, and fluid drainage. Post-operative patient treatment included medication, adhesiolysis, laparoscopic exploration, takedown of bowel and omentum, surgical revision, small bowel resection, mesh removal and hernia repair with new mesh.

Manufacturer narrative:
Additional info: further review of this event found the previously reported device was not involved with the reported issue. This event will no longer be reported for. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal incisional hernia. It was reported that after implant, the patient experienced pain, inflammation, small bowel resection, fluid drainage and ongoing medical issues. Treatment provided for these conditions included surgical revision.